Event description:
In 2006, aortic debranching was performed and two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Postoperatively, the pt went into renal, respiratory, and neurologic failure. On eleven days later, care was withdrawn and the pt died. An autopsy was not performed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusion- death. Please note: attached list of additional devices implanted and involved in this event: tg3115/lot#04039317